Manufacturer narrative:
Based on our investigation, we can conclude that the guide trajectory aligns with the doctor's treatment plan. Additionally, all issues found during the guide's quality analysis were properly addressed and documented, and no issues were found with the returned guide. The trajectory deviation may have been caused by improper guide seating, or unknown complex clinical aspects.

Event description:
The doctor stated that after the initial osteotomy using the surgical guide, they determined that the angulation was off and aborted surgery.